Event description:
It was reported that the patient experienced coupling and communication issues. An implantable neurostimulator (ins) flip was suspected, but not confirmed. The pocket was 05 inches deep, and was possible tilted. It was also reported that the patient was charging more than expected. A review of recharge statistics indicated that the patient had zero or two coupling bars, and the voltage did not increase at all. The patient stated she was able to more in mid (B)(6)-2011, around eight bars. Additional information received reported that use of antenna locate feature was unable to return more than two bars. The patient demonstrated effective recharge ability, and was comfortable with the instructions. The patient was implanted on (B)(6)-2011 and the battery completely depleted before the expected 14 days. Setting were unknown. The patient was not receiving effective stimulation. An x-ray was taken on (B)(6)-2011 but the results were not known. It was also reported that the patient received a new recharger on (B)(6)-2011 with no change in results. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).